Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the tip of the firing rod indicative of a disconnection from the reload laminates. During functional testing, the adapter was connected to an adapter black box running a software and the strain gauge was responsive. The adapter had procedures remaining. The adapter was connected to a clamshell and a signia handle running a software. The device calibrated correctly. A reload was attached to the adapter and a yellow adapter swim lane appeared. The adapter was reconnected to the software and the reload was reattached to the adapter. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws will not open completely and the instrument locked on tissue. The reported issues were confirmed. The most likely cause was traced to a disconnection from the reload laminates. The cause of this disconnection could not be established. The evaluation detected unreported conditions: bent 1-wire contact and an articulation calibration error during functional testing, there was an articulation calibration error in the data saved to the system. It was determined that attaching the reload was causing a 1-wire short. Following several attempts, a reload could be connected without a 1-wire short. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the software and no new errors appeared. The adapter was disassembled, and it was determined that the 1-wire short was caused by bent contacts in the distal end of the adapter. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)); sigphandle, sig power sigphandle handle (lot#c24aaa0665); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the powered stapler, the device locked on tissue and there was an incomplete distal staple line. The tissue was described as extremely radiated. An end colostomy was performed. An additional previously fired reload only opened slightly when fired. The procedure was extended by 30 minutes. The device was replaced with a new reload and adapter.